Manufacturer narrative:
Evaluated two sealed reservoirs. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump. Conclusion reservoirs not leaking. No physical damage. Evaluated two opened/used reservoirs transfer guards and plungers not returned. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows using a new transfer guards and plungers, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into pump. Conclusion reservoirs not leaking. No physical damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 28 mmol/l at the time of incident; the patient treated via manual insulin injection.the customer reported that the no delivery alarm was resolved by removing the reservoir and turning it. The caller mentioned that the p-cap had become disconnected from the reservoir as well. The reservoir will be returned for analysis.